Event description:
It was reported that the patient presented for a pre-op evaluation with a long history of low back pain. The patient reported constant severe pain which radiated into the right leg and affected activities of daily living. Twenty four days later, the patient presented with low back pain, right lower extremity radiculopathy and neurogenic claudication and the preoperative diagnosis of extraforaminal compression of l5 nerve root with lumbar stenosis, status post previous l5-s1 discectomy, severe degenerative disk disease l5-s1 with mechanical back pain. The patient underwent surgery which consisted of a l4-5 hemilaminectomy for decompression of proximal l5 nerve root; l5-s1 re-do hemilaminectomy including complete facetectomy for decompression of the extraforaminal component of the ls nerve root; posterior lumbar interbody discectomy and fusion (plif), with bone morphogenic protein and locally obtained bone graft with graft supplementation; posterior lateral fusion left side l4-5, l5-s1, with locally obtained bone graft and bone morphogenic protein; posterior segmental instrumentation with a combination of transpedicular screw fixation l5-s1 and competitor plating l4-5. Per the operative report ¿¿at the exit of the l5 nerve root, severe epidural fibrosis was encountered related to probable mechanical instability at the l5-s1 and l4-5 joint regions. It is of note that the l4-5 joint was markedly abnormal and also mobile. We subsequently were able to identify the exiting nerve root but a significant amount of scarring was still identified¿ again, a severe amount of scarring was identified in the axillary portion of the l5 nerve root. ¿ we then identified a very large calcific component of the posterior longitudinal ligament. This was identified at his previous surgery and also identified on his preoperative CT scan. Attempts were made to dissect the thecal sac from this region but we were unable to mobilize the thecal sac significantly¿¿.. Because we were unable to mobilize the thecal sac medially, we were unable to place an interbody cage. We therefore elected to just go ahead and pack the interbody with the use of the previously harvested bone that was cleaned of all soft tissue and run through a mill. This was also supplemented with graft expander/extender¿ we then proceeded to decorticate the lamina on the left side at l4, l5, and s1. The remaining bone graft was then placed in direct continuity of the lamina that at this point was decorticated. This was supplemented with bone morphogenic protein¿.¿ no patient complications were reported. The patient was discharged three days post-op. 26 days post-op, the patient reported swelling, drainage and reddened areas along the incision area. The patient was prescribed antibiotics. 78 days post-op, the patient presented with pain and underwent lumbar spine x-rays which demonstrated satisfactory appearance of postoperative instrumentation. X-rays showed a rod and pedicle screws at the l5-s1 level on the right. There was subtle lucency around the l5 screw without definite evidence of loosening. There was no evidence of instrumentation failure. An additional metallic fusion device projected over the l4-l5 spinous processes. Mild multilevel hypertrophic spurring was noted. No fracture or other acute abnormality is seen. There was mild lumbar spine rotary scoliosis convex to the right. Some early bone growth was demonstrated within the interspace of l5-s1. 92 days post-op, the patient underwent a lumbar spine CT which demonstrated l5-s1 pedicle screws on the right. The previously seen lucency adjacent to the right l5 pedicle screw was not appreciated on the CT examination. There were degenerative changes at l4-l5 and l5-s1. There was calcification posterior to the l5-s1 disk space. 169 days post-op, the patient reported persistent debilitating frequent low back spasm. The patient did report resolution of radicular pain. Per the encounter notes, x-rays were reported as showing good alignment and placement. There was early bone growth present with some interbody growth but it was not fused. Per the encounter notes ¿patient is a reasonable candidate for l5-s1 auf because he had so muchscar from his surgery in 1992 that we were unable to place interbody instrumentation at l5-s1. He does not appear to be solidly fusing at this level¿¿ diagnosis: radiculopathy. Lumbar spine x-rays demonstrated satisfactory appearance of postoperative instrumentation. No definitive evidence of fusion is seen at this time. 187 days post-op, the patient presented with persistent low back pain resistant to conservative therapy and painful rom. Imaging studies from a CT scan with discogram had shown evidence of bony fusion along the only fusion from l4-s1. Degenerative disc disease were present at the l3/4, l4/5, l5/s1 levels. The results of the discogram revealed increased pain most significant with the l3/4 disc injection, reproducing and worsening the chronic low back pain symptoms. 197 days post-op, the patient presented complete relief of leg pain post-surgery but still was left with significant back pain. Per the encounter notes, ¿we felt possibly that this could be related to a pseudoarthrosis at the l5-s1 region. CT scans confirmed reasonable bone growth across the dorsal element at l4-5 and l5-s1. Provocative discography was done to see if there was indeed element of a component of degenerative disk disease. Certainly there are problems with this diagnostic test, but he did not have any pain at the l4-5 or l5-s1 region, but did have pain at 3-4.¿ the patient was to begin physical therapy. 253 days post-op, the patient presented with low back and bilatreral leg pain, worse with activity. Per the encounter notes the patient had ¿relatively reasonable arthrodesis across the posterolateral elements at l4-5 and l5-31. Diskography was performed revealing a possible pain generator at l3-4 above the segment. Complicating this, however, he has widespread degenerative changes¿. He has had some physical therapy, but apparently was not in a good enough physical position to work with the spine stabilization class in the hopes that within the next month or so he will be able to do so...¿ 313 days post-op, the patient presented with improved persistent back pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.